Event description:
Customer reported a cartridge change alert, but the issue could not be verified in pump history. There was no adverse impact to the customer¿s blood glucose level. Following technical support instructions, the customer inspected the cartridge o-ring and confirmed it was in place and undamaged. The customer successfully attached the cartridge to the pump, completed the load process, and resumed insulin therapy.